Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens haptic was tore off and remained in the injector during lens insertion into the patient's eye. The lens was removed and replaced by a backup lens through an enlarged incision. Additional medications were used. No sutures were required. Additional information was requested.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).